Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to  endoleak and aneurysm enlargement.

Event description:
The following was reported to gore: on (B)(6) 2015, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. On an unknown date, a distal type I endoleak in the right leg and aneurysm enlargement (amount unknown) were observed. On (B)(6) 2021, a reintervention was performed. The right internal iliac artery was embolized and a contralateral leg and an iliac extender endoprosthesis were implanted to the right external iliac artery. The patient tolerated the procedure. It was suggested that the distal type I endoleak occurred due to the right limb became aneurysmal.